Manufacturer narrative:
Narrative: the manufacturer evaluated the returned intrabeam system. The root cause was found to be microparticles inside the vacuum electron ray tube of the x-ray source (xrs) causing this problem after almost 10 years of use. Design, manufacturing and cleaning of the electron ray vacuum tube are industry state of the art. The xrs passed several testing cycles during the assembly process. Another verification step is the regular customer sqa check prior to each iort. In this case, the error occurred after the healthcare professional paused the iort treatment and wanted to restart iort treatment. Standard treatment plans can include additional follow-up radiation therapy. However, due to the patient's current comorbidity, a follow-up radiation treatment to compensate for the underdose was not possible at this time.

Event description:
The (B)(6) health authority informed the manufacturer: the intrabeam system was used for an interoperative radiation treatment (iort) on a patient after the surgical part of the tumor removal was completed. An error message appeared on the intrabeam system after the nurse paused the iort treatment. The healthcare provider tried to troubleshoot the problem with a zeiss technician and it was determined that the problem could not be resolved. At this time, 50% of the planned radiation dosage were delivered. Currently, the patient cannot continue with further iort or standard external radiation treatment due to comorbidity.